Manufacturer narrative:
The device will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded. (B)(4).

Event description:
Treatment of an unruptured amorphous saccular aneurysm located in the proximal right ica (internal carotid artery). The patient was given dual antiplatelet therapy and the pru (p2y12) level was 86. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline's (5mm x 30mm) middle section flattened after it was released from the capture coil. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed to successfully open the pipeline. Post procedural angiogram showed slow flow into the aneurysm. The patient was awake during the procedure and remained neurologically intact. No patient injury was reported as a result of the procedure.